Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that after 30 minutes, it was not possible to identify the c.I. Value during use. The value 11.3 stayed the same after handling the catheter. No patient complications were reported.